Manufacturer narrative:
Evaluation summary: the lens was returned and a scraped haptic was observed. Solution with what appears to be blood and additional haptic and optic damage were also observed. Results from the product history record review indicated that the product met release criteria. The product investigation could not identify a root cause for the complaint of blurry vision. The lens was returned torn into pieces, which is similar in appearance to damage created when explanting a lens. Additional lens damage was also observed. This damage was typical in appearance to handling related damage. While we are unable to determine the exact origin of the additional lens damage, our observation reasonably suggests that it is not manufacturing related. A lens bench evaluation could not be conducted due to the optic damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient had blurred vision. A lens exchange was performed. Additional information was requested.